Event description:
The clinician reported an observation on the remote transmission that a power on reset (por) had occurred three months prior. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. Critical ram parity error occurred in address 2b 6b on 2014-(B)(6). Power on reset (por) severity is low so the device should be able to fully recover after reset.